Manufacturer narrative:
Cmpl- (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 42 mg/dl and no bg meter comparison value was tested. The patient self-treated with chocolate and then went to the emergency room (ER). No patient symptoms were reported. Once at the ER, the patient¿s bg meter reading was 316 mg/dl and no cgm comparison value was reported at this time. The patient was admitted and treated with insulin injections, intravenous (IV) fluids, and had an unspecified blood test done. The patient was discharged home 3 days later. The patient was resting at home at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.